Event description:
In late 2008, the distributor reported that during a revision surgery, the surgeon was attempting to remove the screws with a universal driver but was unable to insert the prongs into the screwhead. The surgeon then tried to remove the screws with the open screw driver, inserting the prongs as much as he could to remove the screws. The screwdriver broke during the removal. The surgeon was able to retrieve the pieces with a surgical delay of 15 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. A request has been made to obtain the product. Evaluation is pending upon the return of the product.